Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) longevity had gone from four years to elective replacement indicator (eri) in less than one year. The power consumption of the device was only measuring 64%, with no evidence of any error codes. Review of the report found a few atrial tachy response (atr) episodes, but nothing that would indicate depletion faster than expected. Subsequently, the device was explanted and replaced. No adverse patient effects were reported.